Event description:
Customer reports discrepant act results with the signature elite instrument. Customer ran act-lr assay on one patient using 2 instruments simultaneously and the reported results did not match. There was a difference of 60 seconds. No specific data provided. No adverse events reported.

Manufacturer narrative:
(B)(4). Manufacturer awaiting product return for further complaint evaluation.